Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 160mg/dl (meter), 340mg/dl (lab). Tests were done within 10 minutes with a difference of 47%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaning meter incorrectly.